Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump passed displacement test, operating currents, self test and off/no power test. No failed battery alarm noted. The insulin pump received with minor scratches on display window, cracked case on display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer called in to report a keypad anomaly. Blood glucose reading at the time was 202 mg/dl. The customer also mentioned a battery alarm when she was putting the batteries in. Advised the customer that the insulin pump will be replaced. Nothing further reported.